Manufacturer narrative:
Block b3: exact date unknown, event occurred a several months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) had tilted/flipped in pocket. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.